Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument was not working correctly. The wires in the distal tip were broken. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found the following damages to the instrument: the yaw pulley exhibited charring at the distal clevis hub. Material was not missing. One conductor wire was damaged at the distal clevis hub. Material was missing. Electrical continuity testing was performed and passed. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and the additional finding of the missing conductor wire material found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.